Event description:
A malfunction alarm was reported with malf 9 code occurring, which was successfully resolved with assistance from technical support, who provided information on resetting the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to continue using the pump and to call back if the malfunction code recurred.